Event description:
It was reported that on (B)(6) 2022 the surgeon removed a va condylar femur plate and 6.5 cannulated screw along with a stryker gamma nail in order to perform a distal femur replacement at a future date. The va condylar plate was used to treat a femur fracture on (B)(6) 2022. No further information is available. This report is for a 1.7mm cable with crimp 750mm-sterile this is report 1 of 1 for (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The picture was returned to depuy synthes for evaluation. The depuy synthes team forwarded the picture to the supplier which conducted a visual inspection of the returned image. Inspection results for this device are as follows: based off the photos provided it appears that the cable was not tensioned fully. Without the device a definitive root cause cannot be determined with the information provided. A DHR review could not be completed because the device was not returned and sufficient information was not provided. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 1.7mm cable with crimp 750mm there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.